Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during a carotid artery stent implantation, the precise pro rx 9x30 plastic cover had fallen off the stent. Cannot be a normal operation. It was replaced with a new stent to complete the operation successfully. An angiography revealed the left carotid artery was stenosis. The product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
Additional information was received and it was clarified that the strain relief separated before use in the patient. No further report will be needed as this complaint no longer meets the criteria as a reportable malfunction.